Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 42mm annuloplasty band, it was explanted and replaced with an unknown product. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a serious injury. B5 and imf (annex f) code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the 42mm mitral annuloplasty band was replaced with an unknown valve product. It was further reported that the 42mm mitral annuloplasty band did not malfunction, as it was replaced due to the patient's anatomy. No additional adverse patient effects were reported.